Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 latch was clicking when recovering and when the door was open. A field service engineer (fse) inspected the tower latch and identified a faulty micro switch within the latch mechanism. The tower latch was replaced with the revised version, and functionality was tested successfully. A general inspection was performed. Moldings and kick plates were confirmed secure, cables to the remote manager and ethernet were verified tight with no physical damage, and both power and network cables were inspected, cleaned, and confirmed to be in good condition and securely connected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower rh_ir_rm_2 im door 3 remote manager latch on the refrigerator door had fallen off. Additionally, the door was making a clicking noise during recovery and when opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.